Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were intermittently disconnecting and reconnecting. The field service engineer (fse) replaced ccib board, power supply, and universal serial bus (usb) cable. Monitored drawer stability post-replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower multiple cubies were automatically deassigned by the system. The user stated that this issue prevented staff from accessing medications, resulted in an inability to retrieve medications from the affected cubies. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.